Manufacturer narrative:
No affect on the patient. The implant remains in the patient.

Event description:
During an acdf surgery the surgeon had difficulty placing the plate which resulted in a delay of 60 minutes. There was no patient effect.